Event description:
New information notes that no programming changes were made. The lead will be left alone and monitored. The patient is asymptomatic and stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise reproducible with isometrics was observed. Occasional low impedance was also noted. The lead will be monitored.